Event description:
The tracheostomy tube disconnected from the flange. The pt was ventilator-dependent and the low pressure alarm did sound. The tracheostomy tube, which was inserted on 10/20/94, was able to be removed with no adverse effects to the pt.